Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump was dropped, and the drive support cap is protruding. Advised the caller that the insulin pump would be replaced. Nothing further was reported.